Manufacturer narrative:
No complaint was received with the return of device. Failure event was observed during analysis. A partial lead with connector portion measuring 24.7 cm was returned for analysis in one piece. Visual inspection of the lead revealed external insulation abrasion that breached the insulation consistent with friction to the device can at five locations noted at 12.7 cm to 13.0 cm, 20.1 cm to 20.6 cm, 22.1 cm to 22.2 cm, 22.9 cm to 30.0 cm and insulation issue consistent with procedure damage was noted at 24.2 cm and at 24.3 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.